Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and correction. Updated fields: h6, h11 corrected fields: d9, h3, h6 (removed type of investigation b17, removed investigation conclusion d15). The device was returned to olympus for inspection but the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subjected device screen became noised and had stripes. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.